Event description:
It was reported that the pump exhibited a syringe emptied stop error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found chipped out and cracked on left front corner of top case. There was evidence of the error in the event history log. The customer reported problem syringe empty alarm was found at the beginning of syringe test. They were unable to determine who caused the reported problem as no physical or any other damaged was found on position pot. For corrective action, the position pot was replaced, preventative maintenance was performed and all functional testing passed. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 4000.